Event description:
It was reported that this pacemaker device and associated right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms, high pacing threshold values and noise oversensing. It is believed that these observations could be related to an rv lead integrity concern. Boston scientific technical services (ts) recommended lead evaluation or a revision procedure, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.